Event description:
According to the report, bioglue was utilized in the area of bile duct during a cholecystectomy in order to stop cholorrea. The pt made an "inflection reaction without fever." The report further notes that the bioglue was used in conjunction with a plant-based hemostatic powder.

Manufacturer narrative:
MFR did not receive form 3500a from user. This is an ongoing investigation. Further info will be addressed in a f/u report.